Event description:
Reviewed surgeon's database report which stated that the implant failed, so he did an exchange nail and used a longer nail. I reviewed the pt x-rays which showed nail and screw breakout at the proximal end of the femur. My review of the x-rays further showed no breakage of either the nail or the screws and that it appeared that the distal end of the nail had been placed in a high stress location of the subtrochanteric area of the femur. Cause: it appeared that the distal end of the nail had been placed in a high stress location of the subtrochanteric area of the femur which can cause the nail, under stress to act as a lever and place high stress at a weak part of the femur. No indication of product defect. Report to MDR.